Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, when trying to upgrade the software on this device, there was an error message that the programmer could not connect to the device. A new wand was tried without success. A different programmer was used, and the software upgrade was completed successfully. There were no adverse patient effects. The device remains implanted.